Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed alert 38 indicating a motor stall, with repeated restart attempts and a dry run failing to proceed, after which a replacement was arranged and return instructions were provided. Symptoms included none, and blood glucose was reported in range with backup therapy in place. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting with disconnecting, removing the cartridge, restarting the device, attempting a dry run, and providing education on shutdown and data handling. Investigation of this case revealed a suspected motor stall malfunction of the pump mechanism, but the original device was not recovered for analysis due to loss in return transit, so no device-level findings could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the unavailability of the device for evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.